Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and five shocks for an atrial driven arrhythmia. The therapy did not convert the rhythm and therapy was exhausted. There were also multiple stored episodes of pacemaker-mediated tachycardia. The cardiac synchronization therapy defibrillator remains in service and no additional adverse patient effects were reported.